Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was recorded on this right ventricular lead. No noise was evoked during isometric exercise and the pace impedance measurements were stable. The pacing thresholds appeared higher than at the last follow up while the sensing was also stable. The patient was not pacemaker dependent. The device was reprogrammed. A lead fracture was suspected. The patient will be monitored via the remote monitor system and an x-ray will be performed. No adverse patient effects were reported.

Event description:
At this time a revision has not taken place.

Event description:
Additional information noted that an x-ray was performed and the physician believed there was an rv lead fracture. All measurements were within range. This lead will be explanted and a new lead will be implanted. No adverse patient effects were reported.